Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned with 1 double driver missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged from the left side. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire with ecr60d. Changed to another reload, could not install the reload. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.